Event description:
Report rec'd from (B)(6) stating that the device had an e6 error message on the console. Device was not used in surgery. Date of event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).